Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, "people on the team who only prime with plasmolyte and then add drugs later seem to experience less accuracy. Also, I think some of them poison the sensor with added carbon dioxide (co2) pre-bypass." This information was provided during a survey process. There are no specific details provided regarding the nature of this event.

Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per the clinical review on 17-aug-2016: this complaint was created due to comments that the perfusionist (ccp) had made on a blood parameter monitor (bpm) user survey that he completed on (B)(6) 2016. The ccp, personally has not had an issue with the accuracy of bpm unit measured parameters. The ccp's technique includes the following: shunt sensor calibrated with the 540 calibrator. Prime with 1200-1500 ml plasmalyte with 25 meq of sodium bicarbonate (nahco3) added. Cardiopulmonary bypass (cpb) circuit not flushed with carbon dioxide (co2) before wet priming. Sensor exposed to the prime solution prior to cpb. The ccp made the comment, that some ccp's in the group do experience less accuracy and those associates seem to wait and add nahco3 later (after retrograde autologous prime [rap]) and those associates also titrate co2 to the prime (via the oxygenator) to normalize the ph and partial pressure of carbon dioxide (pco2) of the prime. Other complaints have been created in response to their own observations. Cases that the ccp performed were completed successfully, without delay and without associated blood loss. No harm was observed.